Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5035131) in united states on 09-apr-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe and heavy bleeding, ovarian cysts, pelvic and back pains (mild), lethargy, hair loss, weight gain, joint pain, migraines, blood pressure began increasing, dizziness, uterine infection, decreased levels of progesterone levels, and uterus to be quite inflamed. No information given on consumer's history, past drugs, concurrent conditions and concomitant medication received. On (B)(6) 2009 the consumer had essure (fallopian tube occlusion insert) inserted. The consumer began experiencing severe and heavy bleeding for extended time periods and was diagnosed with ovarian cysts that were cyclical with menstruation. The doctor prescribed birth control pills. The consumer began having pelvic and back pains (mild) that were dismissed. A hydro-ablation was performed to decrease the amount of bleeding. She experienced symptoms of lethargy, hair loss, weight gain, joint pain, migraines and other issues. The pelvic and back pain continued. The consumer's blood pressure began increasing with no apparent cause. On 2013, the consumer was taken to emergency room with migraine and dizziness. CT (computerized tomography) scan and lumbar puncture showed no brain bleeds and no apparent cause for the pain. A doctor thought the patient was having a uterine infection as a result of the ablation (performed in 2012). Antibiotics were prescribed and caused an allergic reaction. Blood tests showed slightly decreased levels of progesterone levels, but all other hormones were fine. Ultrasound showed uterus to be quite inflamed. Progesterone cream was prescribed. Consumer had been taking it for a month, but none of the original symptoms had changed. Essure was ongoing. No outcome was provided. The consumer asked the doctor the possibility of essure being the cause of her unexplained symptoms. Fu: result and assessment of the product technical complaint investigation received on 16-apr-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Follow-up information received on 15-apr-2014 from consumer: consumer information was added. The case refers to (B)(6) consumer. The consumer informed she would rather not discuss this because of all the litigation that was going on around this complaint until she can find out from a legal stand point what she can provide and what she cannot. Follow-up information received on 01-oct-2015. Case upgraded to incident. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1385, awareness date 01-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusions insert) inserted in (B)(6) 2009. It was reported that it was to be a simple procedure in office with little to no downtime. In the past she had taken birth control pills and also received the depo-provera shot. On the morning of the procedure she was prescribed some pain medications and a relaxant to take prior to arriving at the office. A local anesthetic was used. The first coil was placed within a few minutes but she experienced a great deal of cramping and pain. When it came time for the second coil, the doctor had difficulty inserting it property and she experienced extreme pain. The cramping persisted for a few days, but finally subsided. She also had sharp shooting pains in abdomen or groin area that were waved off as ligaments stretching or being pulled. The first few months, her menstrual cycle was fairly normal with some cramping (she had never experienced menstrual cramping ever prior to having essure). The amount of blood loss steadily increased over time until it was extremely heavy; heavy enough to warrant a super tampon and a super absorbent pad that she would need to change at least every hour. When she presented this to another doctor in the practice, she was prescribed with birth control pills. She took the pills for a while. She went to another doctor who was empathetic to her issue and after some initial testing to make sure the cause of the excessive bleeding was not hormonal, a hydro-ablation was performed. Immediately after the ablation, her menstrual cycles were very minor; maybe lasting 3-4 days at most. She no longer experienced cramps, but still had occasional and sudden shoots of unexplained pains. She experienced sores and rashes mainly on her face and scalp. Ana tests showed increased numbers and she was diagnosed with discoid lupus. She began experiencing joint pain and fatigue and was referred to a rheumatologist. Since having essure, she gained over 40 pounds, experienced hair loss, memory loss, fatigue, achy or sore joints, chronic depression, frequent uti's, anxiety/panic attacks, migraines and gi issues. In early 2015, another ana test was done and the doctor came back with the diagnosis of sjogren's disease (even though she did not exhibit the 2 main symptoms of dry eye and dry mouth). She began experiencing irregular cycles that usually consisted of a blackish discharge with a very foul odor. She went to another doctor who listened her and agreed that several, if not all her symptoms, could be a result of an allergy that could be stemming from the nickel present in the essure coils. The more recent menstrual issues she was experiencing could be a result of the ablation. Although he would not directly say essure was the cause, he took her symptoms seriously. She had a laparoscopic hysterectomy with vaginal assisted removal on (B)(6) 2015. After removal she was not experiencing a single unexplained shooting pain, her stomach was not as bloated as it was prior to the hysterectomy and she was not experiencing the dull ache in her joints. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had sharp shooting pains in abdomen and severe and heavy bleeding (excessive menstrual flows) after essure (fallopian tube occlusion insert) insertion. She was submitted to an endometrial ablation and treated for a suspicion of uterine infection. Then, six years after essure placement, she underwent a hysterectomy. Additionally, she was diagnosed with discoid lupus and sjogren's disease. Only discoid lupus and sjogren's disease are unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer's pain and bleeding started in close association with essure insertion. Her bleeding improved after an endometrial ablation and the pain recovered with devices removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding discoid lupus and sjogren's disease; considering they are chronic autoimmune inflammatory disorders and given essure local action in fallopian tubes; causality is considered very unlikely. This case was initially regarded as non-incident. However, since a hysterectomy was reported upon follow-up, the case was upgraded to incident (device removal was required). The technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. This is a potential legal case; follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.